Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and medical records received. Sections b.4, b.5, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During the visual evaluation of the returned device, several observations were made. The sheath shaft exhibited curvature, and the crimped transcatheter heart valve (thv) was found stuck within the distal housing by the comnut. Additionally, the liner was lifted starting at the distal strain relief for approximately one inch in length, while the remaining liner remained unexpanded and the distal tip was unopened. Scratches were noted on the distal sheath shaft, accompanied by soft tip damage. However, no sheath shaft kink was observed. The required minimum luminal diameter for use of 16f esheath+ is greater than or equal to 6.0mm. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As reported, ''the 29 mm commander delivery system and 29 mm sapien 3 ultra resilia valve were unable to advance past the unexpandable portion of the esheath+. The valve stent frame was catching on the inner sheath lumen, causing it to catch.'' Pre-decontamination engineering findings revealed a distal tip split of the esheath+. In this case, the sheath distal tip became split during evaluation upon advancement of the associated commander delivery system. Since the patient's femoral bifurcation region was tortuous and calcified, these anatomical characteristics could cause the distal tip to sustain damage indirectly via suboptimal advancement angles. Additionally, anatomical characteristics could promote distal shaft damage directly as sharp calcified nodules could create small tears, scratches, or weaken the high-density polyethylene (hdpe) material. As the distal tip became split during device evaluation, it is likely that the challenging anatomy weakened the distal tip condition, making it susceptible to a split during tip expansion via delivery system advancement. As such, available information suggests that patient factors (calcification, tortuosity, and undersized vessels) may have contributed to the distal tip split event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a left transfemoral tavr procedure with a 16 fr esheath+, the 29 mm commander delivery system and 29 mm sapien 3 ultra resilia valve were unable to advance past the unexpandable portion of the esheath+. The valve stent frame was catching on the inner sheath lumen, causing it to catch. Under fluoroscopy, it appeared that the valve was catching on the inner lumen of the esheath, causing it to slightly kink. Several attempts were made to advance the system, and it was then noticed that the sheath was kinking where the valve frame was. The valve and commander could not advance at all, and the valve began to come off the proper crimped position on the balloon catheter. The valve, delivery system, and esheath+ were removed safely, and a new 16fr esheath+, 29mm commander, and 29mm s3ur were prepped and advanced safely. No vessel damage was noted, and hemostasis was maintained. The new 29mm s3ur and commander delivery system were then safely advanced. The patient's final outcome was stable, with no patient injury. Per feedback from the fcs, there was no difficulty inserting the esheath into the patient. The perceived root cause of the event was a faulty 16fr esheath+. Pre-deco engineering findings revealed a distal tip split of the returned esheath+.